Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer on 06/07/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer states that he had something to eat and he felt better. The customer is no longer having diabetic symptoms.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 85 to 104 mg/dl. The customer reports symptom of feeling a little lightheaded, but he needed to eat. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 46 and 48mg/dl using true result meter. The test strip lot manufacturer's expiration date is 01/17/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer calling states that the meter is giving low blood results when compared to this onetouch meter. The true results meter gave a result of 83mg/dl and the onetouch 108mg/dl. Customer states that he started to use the meter yesterday and the results are too low. Customer states that he tests twice a day.